Event description:
A surgeon reports that a patient required removal & exchange of a cv232 iol from their right eye in 2005 due to development of a "dense membrane" on the anterior surface of the implanted lens. Corneal status immediately post-op was clear and status satisfactory. Prognosis reported as excellent with full recovery expected. A yag has since been performed 17 days later on right eye by a different surgeon. Request has been made for additional information, however, no further information is available at the time of this report.